Event description:
It was reported that during procedure while deploying the subject stent at the treatment site, the delivery wire was separated from the subject stent. There was no resistance while advancing in the microcatheter and the stent marker was not visible under fluoroscopy. The subject stent and microcatheter were replaced. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.